Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and a hypoglycemic event. The sensor was inserted into the arm on (B)(6) 2018. The dexcom was displaying 6.7mmol/l and the patient started experiencing symptoms of hypoglycemia; however, she did not specify. It was indicated that she took a finger stick reading but could not provide the bg values. The patient took a dextro tablet and her sugar levels increased. At the time of contact, the patient was in healthy condition. No additional patient or event information is available. The sensor was inserted into the arm. Labeling indicates: sensor placement and insertion is not approved for sites other than the belly (abdomen). No data was provided for evaluation. The reported event of inaccuracies could not be confirmed. A root cause could not be determined.